Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and signal loss error was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of signal loss over an hour is reportable based on the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and signal loss error was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of signal loss over an hour is reportable based on the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) ¿follow-up number¿ field updated from [¿n¿] to [¿n+1¿] as the supplemental report submitted under follow-up number [¿n¿] failed due to an error with the as2 certificate, which has since been corrected.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.